Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the therapy never worked well and the device was removed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the physician who inserted the device for patient worked for then for 4 year changing settings. Patient changed physicians because they were finally able to find someone local to give them botox. Patient stated that they said it stopped working was because it was never effective for patient. They stated there were no changes leading up to the issue. They did work with their previous physician to try to get it to work effectively. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that the device was "not working" so they were going to talk to the healthcare professional (hcp) about having it removed. Patient stated that it stopped working probably after a couple years but also stated that it never really worked that well. Patient further stated that the device didn't work for them but that botox did. No further complications were reported or anticipated.